Manufacturer narrative:
H6: investigation summary one photo of a loose 1ml syringe was received and evaluated. It was observed the plunger rod was in the bottomed-out position with tip broken off inside the barrel and the stopper and the stopper wedged between the barrel wall and plunger rod. The jammed stopper condition was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8281791 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 1ml ls 200 s/c stopper was melted. The following information was provided by the initial reporter: material no: 309659 batch no: 8281791 it was reported rubber stopper on plunger "melted" back into the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 200 s/c stopper was melted. The following information was provided by the initial reporter: material no: 309659. Batch no: 8281791. It was reported rubber stopper on plunger "melted" back into the syringe.